Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button (abb) cover was observed to be free of damage. Evaluation revealed that the abb was properly responsive: the reported issue was not duplicated. Unrelated to the reported issue, the display screen visual was found to be discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was under-responsive. Also, it was reported that the audio bolus button cover was torn/punctured subsequent to the change in responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.